Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection vancomycin, 1 gram (route was not reported) and injection fortum, 1 gram, intraperitoneally (frequencies were not reported). The outcome of the peritonitis was unknown. At the time of this report, the antibiotic treatment and dianeal therapies were ongoing. No additional information is available.